Manufacturer narrative:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was unknown. The customer states the insulin squirted out, during manual prime and the piston continues to move forward after reservoir contact. The customer states there were no numbers or beeps on the screen. The customer states the pump was not bumped or dropped and was unable to leave the screen. Troubleshooting was not able to resolve the issue. The device will be returned for analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was unknown. The customer states the insulin squirted out, during manual prime and the piston continues to move forward after reservoir contact. The customer states there were no numbers or beeps on the screen. The customer states the pump was not bumped or dropped and was unable to leave the screen. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.